Event description:
It was reported that the implant at tooth location 18 was removed due to bone loss.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 22 aug 2019. B5: it was reported that the implant at tooth location 18 was removed due to bone loss. G4: 21 aug 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusions. H10: manufacturer narrative. The reported device was received for evaluation. Visual inspection identified wear and removal damage about the implant threads. Functional testing was performed for the returned product and it was determined that the implant assembled, retained, and disassembled as intended with a mating driver. The reported condition of implant removal due to bone loss could not be confirmed, due to the nature of the event. A device history record (DHR) review for the reported device lot was completed. No discrepancies were found which could have caused or contributed to the reported event. A complaint history review was performed for the reported device lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. The probable causes for the reported event are inadequate treatment planning, and customer error in driver usage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: patient information: not provided. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the implant at tooth location 18 was removed due to bone loss.